Manufacturer narrative:
Zoll has not received the autopulse platform (B)(4) for investigation. A supplemental report will be filed when the platform is returned and investigation has been completed.

Event description:
During routine inspection, the autopulse platform (B)(4) did not retract the lifeband. No patient involvement.

Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) displayed user advisory (ua) 17 (max motor on time exceeded) was confirmed on archive data review. The drive train motor brake gap was out of specification. Upon visual inspection no physical damage was observed. During functional testing, the platform displayed ua 17 error message; this is due to the drive train motor brake gap was out of specification. The archive data was reviewed and contained ua 17. The autopulse platform is a reusable device and was manufactured on 12 mar 2012. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The reported event on the autopulse platform sn (B)(4) did not retract the lifeband was not confirmed on functional testing however was confirmed in archive data review. Possible root cause were the patient/mannequin was in the incorrect position or the life band was opened. Upon visual inspection, the load plate cover was damaged and the clutch plate was observed to be sticky. These observations are not related to the reported event. During initial functional testing no error or fault was observed on the platform; however, during run-in test the platform intermittently stopped compression and displayed user advisory (ua) 17 (motor on for too long during active operation) error message. The ua 17 error message was due to a defective drivetrain motor. This issue is not related to the reported event. Review of the archive, multiple user advisory (ua) error messages on (B)(6) 2018. The platform was used and displayed ua 2 (compression tracking error), ua 45 (not at "home" position after power-on/restart), and ua 18 (max take-up revolution exceeded). These events are what the user experienced on the reported event date, these issues are attributed to user error. The autopulse platform is a reusable device and was manufactured on 12 mar 2012. It has exceeded its expected service life of 5 years. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 18 alerts the operator that during take-up, the autopulse driveshaft has moved the lifeband past the maximum allowable take-up depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints reported for autopulse with serial number (B)(4).